Event description:
During a ptca procedure, the maverick2 monorail balloon rutpured at 10 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the distal rca. A brite tip guide catheter, a miracle 3 guide wire, and an everest inflation device were also used in the procedure. No pt injuries or complications were reported.